Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of a red heart alarm with the pump running symbol not illuminated was confirmed based upon the review of the log file. The log file was successfully downloaded and it captured the fixed speed at 6,000 rpm. According to the design specifications of the system controller, when the driveline is connected and the pump speed is set to 8,000 rpm or below, the pump will not start unless initiated through the system monitor or a button is pressed on the user interface of the system controller. The log file confirmed that while the driveline was connected the motor start was not initiated through the alarm silence button and the motor stopped flag remained active. The driveline was then disconnected and the system controller was exchanged. The device functioned as intended during our investigation and a device related issue with the returned system controller could not be correlated to the reported event. In addition, a review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The hosp staff reported an asymptomatic patient who experienced red heart alarms with no pump running symbol. The patient was given another system controller and the system controller was swapped.